Event description:
It was reported the cot tipped over. The model number and serial number were not provided. There was patient involvement but no reports of adverse consequences.

Manufacturer narrative:
After investigation it was determined the event happened as a result of user error. H codes updated to reflect investigation results.

Manufacturer narrative:
Device not accessible for testing.

Event description:
It was reported the cot tipped over. The model number and serial number were not provided. There was patient involvement but no reports of adverse consequences.